Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site and evaluated the immulite 1000 instrument. The fse discovered that the barcode reader was not performing according to specifications and replaced the barcode reader. The customer then tested the system with no further problems. The cause of the barcode label not being read on the immulite 1000 instrument was due to a faulty barcode reader. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer stated that the barcode label of a turbo intact parathyroid hormone (ipth) kit could not be read by the immulite 1000 instrument. The customer ran the kit at another facility on an immulite 1000 instrument and the barcode label was read by the instrument. The customer indicated that surgery was delayed due to the barcode label not being read. There were no known reports of adverse health consequences due to the barcode label not being read on the immulite 1000 instrument.